Event description:
A (B) (6) male patient contacted lifecor customer support to report that he was receiving continuous "adjust belt" alarms. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt (B) (4) has been completed. The reported problem was confirmed. The cause of the "adjust belt" alarms was a damaged wire in the distribution node. One of the wires had pulled from the solder pad. The root cause of the damaged wire cannot be confirmed, but looked due to strain placed on the cable during normal wear and tear. The damaged electrode belt was repaired and restocked. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.